Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3291 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient's port a cath accessed using ez huber 20/15g needle. Needle flushed and saline started leaking from connection between tube and hub. Needle removed and re accessed.